Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for a transcatheter procedure, the distal blue actuator of the harmony¿ delivery catheter system (dcs) would not lock to flush the capsule. As a result, the product was not used to complete the procedure. A new delivery catheter system was opened to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. There was slight deformation to the capsule. There were bends to the outer shaft. The handle components appeared intact. There was a bend to the proximal peek inner shaft. The tuohy borst (tb) body appeared to rotate on the proximal end of the dcs. The distal tip could be advanced until the luer touched the proximal handle edge. The haemostasis valve (hv) actuator could not interact with the hv body threading. The tb actuator appeared to lock when rotate clockwise and unlock when rotated counterclockwise. The hv actuator was removed from the hv body and deformation was visible to the first layer of threading on the hv actuator. There was deformation visible to the hv body threading and debris from the hv actuator was visible within the hv body. The reported event for visual anomaly (distal actuator would not lock) could be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.